Manufacturer narrative:
(B)(4). This report involves a patient who experienced sepsis in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: the previously reported physical deconditioning was clarified to be referring to the reported sepsis and cardiac failure. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced sepsis and subsequently died, coincident with peritoneal dialysis (pd) therapy. The cause of the sepsis and death was not reported. Prior to the death, the patient was hospitalized for another indication. The patient was treated with chdf (details not specified) for sepsis and cardiac failure. Pd therapy was ongoing until the time of death. It was unknown is an autopsy was performed. No additional information is available.